Event description:
The technician alleged the left head brake caster fell from bed. No pt impact.

Manufacturer narrative:
The technician found the brake caster stern is broken. The technician replaced the left head brake caster to resolve the issue.